Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The abscess rate seen (59 worldwide incidents out of estimated 140,000+ procedures performed to date) is approximately 0.042% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient developed erythema in both axillae 9 days post miradry treatment. Antibiotic (keflex) was prescribed. Since the symptoms did not improve, another antibiotic (bactrium ds) was prescribed 10 days post-treatment. The treating clinic diagnosed the symptoms as bilateral axillary abscesses and incised & drained the affected areas 11 days post-treatment. The symptoms were improving by 19 days post-treatment.